Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced with anew ipg .reportedly effective therapy was restored.

Event description:
It was reported patient lost therapy as the ipg was not functioning. Ipg was unable to communicate wit external devices. As a result, surgical intervention is anticipated to address the issue a later date.

Manufacturer narrative:
Date of event is an estimation.